Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. Further analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned two years after explant. Analysis determine this device had reached elective replacement indicator (eri) battery status. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, the condition that led to the premature battery depletion could not be reproduced.